Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high at the time of the event and got treated with insulin pump. The blood glucose was high for greater than 4 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.